Event description:
It was reported that during the implant procedure, the distal portion of the lead was noted to have an unusual bent while still in the packaging. It was also noted to be difficult to remove the stylet. The lead was not used and another lead was used to complete the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that during the implant procedure, the distal portion of the lead was noted to have an unusual bent while still in the packaging. It was also noted to be difficult to remove the stylet. The lead was not used and another lead was used to complete the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. It was also noted that the lead conductor was kinked/buckled and the lead was damaged at implant. (B)(4).